Event description:
This report was received from global pharmacovigilance (gpv) of an observational study from a physician in germany of endotoxin associated sterile peritonitis in a subject coincident with extraneal viaflex, physioneal 40 unknown, and nutrineal pd4 unknown therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the subject was delivered nutrineal pd4 unknown. On (B)(6) 2010, nutrineal therapy was withdrawn due to incompatibility with antibiotic therapy. Extraneal and physioneal therapies were ongoing. On (B)(6) 2010, the subject experienced endotoxin associated sterile peritonitis as manifested by cloudy effluent and was hospitalized that same day. The peritonitis was without septicemia. On (B)(6) 2010, the subject recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.